Manufacturer narrative:
Boston scientific's investigation determined a tear in the internal valve by the center slit on the inner face compromised the valve ability to seal pressure and fluid within the sheath. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During device aspiration, air continues to be drawn in. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. During device aspiration, air continues to be drawn in. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.